Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the supplier and evaluated. The reported complaint was confirmed. The following things were found during the evaluation; outer tube damaged, needle. Outer tube kinked. Outer tube damaged, distal tip. Broken lenses in optical system. Due to replacement of outer tube the sn is replaced with (B)(4). The possible root cause for the reported failures is user mishandling, however given the information provided we cannot determine a definitive root cause for the reported failures. A manufacturing record evaluation was performed for the finished device (reported serial #: (B)(4)) number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by an employee via phone that while inspecting returns, two of the hd arthroscope/sinuscope were bent where the lens comes out. The employee stated that one is bent at a ninety degree angle. The employee did not know how these devices became bent. There was no case involved, therefore no patient involvement or delay. The devices are being returned.